Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging copd and short of breath. Patient also states that "he wants to be compensated for the harm the device caused him, he was put on several different inhalers to treat the copd, he cannot walk up a flight of stairs without needing to stop and he also needs to sleep with an "oxygen generator". No other relevant clinical information was provided. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging copd and short of breath. Patient also states that "he wants to be compensated for the harm the device caused him, he was put on several different inhalers to treat the copd, he cannot walk up a flight of stairs without needing to stop and he also needs to sleep with an "oxygen generator". No other relevant clinical information was provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.